Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of high blood glucose readings and a motor error from the insulin pump. The customer's grandmother stated that the customer had about 2-3 motor errors this month. The grandmother stated that she was at the hospital when the pump alarmed motor error. The grandmother stated that the customer was hospitalized for high blood glucose readings and ketones. The customer was treated with needles. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.